Event description:
The catheter kinked during manipulation into the ostium of the right coronary artery for a ptca procedure. The catheter was a little damaged before use. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation/investigation. The lot number was not provided and could not be determined from returned device. A review of the device history record and a review of the complaint database could not be accomplished. A follow-up report will be submitted when the evaluation/investigation is completed. Evaluation, method: the lot number was not provided. A review of the device history record and complaint data base could not be completed. Conclusion: a follow-up report will be submitted when the evaluation is completed.